Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, during the procedure, when the hydratome exited the scope, the tip of the catheter was twisted preventing the cut wire from bowing properly. The procedure was completed with another hydratome rx sphincterotome. There were not pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (won't bow). The complainant indicated that the device has been disposed and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).